Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was partial collar and shaft detachment. The ptfe lining the inside of the collar was pulled up, and the shaft attached at the collar was pulled and torn from the collar wall slightly at the opening of the collar. There was twisting in the collar shaft. There was blood present in the shaft of the device. At 6.5cm, and 15cm from the collar, the shaft was kinked. The device also has tip damage. Product analysis confirmed the reported event, as the shaft was kinked, and the collar and shaft were partially detached. Tip damage, kinks, and collar damage would likely cause resistance upon entry and advancement of the device.

Event description:
It was reported that a guidezilla was fractured and damaged the stents. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter and two 4.00x20mm synergy xd stent balloon expandable were selected for use. During the procedure, a slight resistance was felt upon advancing. It was noted that both stents were damage in the process and could not be deployed. Consequently, it was difficult to remove the stent through the guidezilla and was pulled out with a semi-inflated balloon. The device was completely removed from the patient's body. However, it was noted that the guidezilla was fractured proximal inside the catheter while the stents were bent distally. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a guidezilla was fractured and damaged the stents. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 6f guidezilla ii guide extension catheter and two 4.00x20mm synergy xd stent balloon expandable were selected for use. During the procedure, a slight resistance was felt upon advancing. It was noted that both stents were damage in the process and could not be deployed. Consequently, it was difficult to remove the stent through the guidezilla and was pulled out with a semi-inflated balloon. The device was completely removed from the patient's body. However, it was noted that the guidezilla was fractured proximal inside the catheter while the stents were bent distally. The procedure was completed with another of same device. No patient complications were reported.